Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited low amplitude and intermittent capture on the right ventricular (rv) lead. It was noted there was a change in rv thresholds. The output was increased. An x-ray was performed, which indicated the rv lead may have lost some slack. Subsequently, a revision procedure was performed and the rv lead was repositioned. No additional adverse patient effects were reported.